Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter at 2 pm was 3.2 inr. Five minutes later, the result from the doctor's coaguchek meter and their strips was 1.6 inr. A different finger was used for this test. The doctor ran controls on his meter, and they passed. The result from the doctor¿s meter was believed to be correct and the customer's dosage was not changed. The customer was not adversely affected. The therapeutic range was 2-3 inr. The customer had no hematocrit issues, was not on heparin or a direct thrombin inhibitor, and had no antiphospholipid antibodies. The customer's warfarin dose had changed and he was taking a steroid in his eyes. There was no change in diet, no additional illnesses, and no bleeding or bruising. The returned meter and strip as well as the returned meter and masterlot strip were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 4.6 inr and 2.0 inr, donor hct: 37% and 40%. Testing results: donor 1: master lot / customer strip and meter, 4.6 inr/ 4.5 inr. Donor 2: master lot / customer meter and master lot, 2.0 inr/ 2.0 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.